Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during routine follow up, this pacemaker had an isolated signal artifact monitor (sam) episode. This resulted in the device feature to become disabled. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting and programming recommendations. The right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported.